Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer had an issue 2 months ago and last month. Caller stated that her husband has 3 reservoirs that did not work. Customer was not able to push insulin out of the reservoir through the tubing. Customer also had issues with getting insulin into the reservoir from the vial.

Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.